Manufacturer narrative:
(B)(4). Evaluation summary: nine used and three unused sets were received for evaluation. All sets were visually inspected, pressure tested, and functionally tested with no defects observed. The reported condition was not confirmed and the cause was not identified.additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that a clearlink microbore catheter extension set leaked. The user had difficulty attaching and locking the set. Leaking was observed when the set was flushed. There was no adverse event or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.